Event description:
It was reported that following a vesica protegen sling placement, the pt complained of some discomfort. It was observed that pus was draining from the vagina. The physician removed the protegen sling and the pts' condition is reported as fine. Original sling placement was performed at another hospital by another physician. No product was returned for eval.